Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device serial number was reported as unknown, the serial number is (B)(4). UDI: (B)(4). The date of manufacture was reported as unknown, the date of manufacture is june 16, 2014. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the measured torque exceeded the specifications according to the service manual se_135761_ad (torque of the clutch was out of range). The device also failed pretest for check safety clutch. Therefore, the reported condition was confirmed. The excessively high torque of the safety clutch was most probable due to premature wear of the safety clutch. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The serial number was unknown. The date of manufacture was unknown. The manufacturing facility was unknown. Concomitant med products and therapy dates: handpiece device, drill bit device, (B)(6) 2019. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation with multiloc humeral nail system for a humeral fracture, it was observed that the surgeon found it hard to drill the cortical bone with the radiolucent drive device. According to the reporter, the surgeon tried drilling several times when the device stopped working due to the torque limiter. The drill bit was changed to another one and the radiolucent drive device and handpiece device were reassembled however, the same event occurred when a certain amount of force was applied to the device. It was further reported that there was a black charcoal like material burned between the drill bit and the radiolucent drive. According to the reported, the surgeon stopped using the radiolucent drive and drilled the bone with a bone punch and a k-wire device. There was a 120 minute delay to the surgical procedure. There was patient involvement. According the surgeon, the patient had good quality bone which may have cause the event. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.